Event description:
It was reported that a wallstent was placed for the treatment of a right colon stricture. The stent then migrated and caused a perforation of the bowel. This perforation led to abdominal distention. Two weeks later the physician retrieved the migrated stent and placed a new one. The device was destroyed. The pt is doing well since procedure. This device has not been returned for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on the batch number. Additionally, without evaluating this device the co can not determine if the device met specs. User technique and or pt anatomy could have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event.